Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve leak occurred. It was reported that the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small would not connect with the carto 3 system. They switched ports and they exchanged the vizigo cable, and the issue persisted. They continued the case without any further troubleshooting and without the ability to visualize the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small on the carto 3 system. Additionally, it was reported that the physician noted there was some resistance with advancing the catheters and then the hemostatic valve had some bleed back. The physician made a comment about the minor bleed back, so it was assumed the valve was damaged but wasn¿t confirmed. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was used on the patient. As far as the bwi representative knows, air did not enter the patient¿s body. No percutaneous or surgical removal. Hemodynamics were not compromised due to bleeding. Minimal volume of blood lost. No medical intervention needed. The resistance was when they were trying to advance the catheters into the sheath. The bwi representative thinks it is just more resistance than physician is used to with using the agilis and baylis sheaths; nothing wrong with the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small, just a new user. The catheter and needle were able to move through the sheath, no mention of the sheath being narrow or blocked. The customer¿s reported issues of visualization and resistance are not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death is remote. The event has been assessed as MDR reportable for the hemostatic valve leak.